Event description:
Patient was undergoing embolization procedure for aneurysm in the right ica using penumbra 400 coils. During the procedure, a coil stretched and unintentionally detached inside the delivery microcatheter after it was retracted through a stent. The coil was removed from the microcatheter with a snare. After the coil was successfully removed, the lesion was reaccessed with a new coil, and the procedure was completed successfully.

Manufacturer narrative:
Results: the coil is damaged and is in two pieces and severely stretched pieces. The coil stretch resistant (sr) wire is broken and the coil is unwound. The pusher assembly still has the pet-lock intact and the constraint ball is still inside the distal detachment tip (ddt). Conclusion: the complaint has been evaluated. The complaint indicates that the coil 400 stretched when it was being retracted through a stent. Evaluation of the product revealed that the coil sr wire was broken and the coil stretched. The pusher assembly still had the constraint ball inside the ddt and the proximal pet-lock was intact, indicating the coil unintentionally detached after the sr wire was broken. It is likely that the coil was caught on the stent while it was being retracted causing resistance. The excess force needed to overcome the resistance exceeded the tensile strength of the sr wire material causing it and the platinum coil wire to stretch and break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.